Event description:
It was reported that during an idiopathic ventricular tachycardia procedure, while mapping in the right ventricular outflow tract it was noticed that the patient's blood pressure had dropped. A stat echo confirmed a small pericardial effusion. A pericardiocentesis was performed. The status of the patient was unknown. Further follow-up for more details with the physician regarding this event was done. However the customer/ physician would not comment on their opinion of the event.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 rmt system: model #: m-5830-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). (B)(4).